Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2022 with blood glucose of 575 mg/dl. The customer¿s current blood glucose value was 225 mg/dl. The customer did experienced symptoms such as nausea, abdominal pain, tired, feeling sick and thirst due to high blood glucose. Customer was treated with insulin drip. The insulin pump was on auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.